Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 458mg/dl at the time of incident. The customer had trouble with carelink as she was unable upload and send data to her healthcare professional. Customer declined to troubleshoot for high readings stating that she is going to work with healthcare professional on settings. The product will not be returned for analysis.